Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis with the outer box packaging. Lot number on box: 21618108. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to struts in mid-stent; struts were lifted and pulled distally. The undamaged distal crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24may2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 2.5x20mm balloon catheter, a 2.75 x 32 synergy¿ stent was advanced for treatment but failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.